Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during investigation, the display lens was observed to be scratched. The pump was powered on and the display was found to be blank with normal audible tone and vibration. The bolus button was torn and punctured and had a leak. There was moisture and moisture corrosion inside all areas of pump, on display screen and on all boards. Due to the moisture damage, the display is blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display (damaged) issue. It was reported that the display screen was cracked and scratched and that moisture ingress was located underneath the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.